Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Four implants were placed in class iii bone on 5-16-96 during a complex procedure in which bone augmentation was done using hydroxylapatite and freeze-dried bone. The clinician reports that the patient developed a soft-tissue infection around the implant in site #12 on 1-27-97. On 2-7-97, the clinician performed exploratory surgery in the area which revealed a fenestration on the labial surface of the implant. He reports that at the time of surgery, the area was covered by bone. He suspects that the infection caused the bone loss. The implant was later removed on 3-20-97.